Event description:
A healthcare worker (hcw) reported symptoms of sore throat and hoarseness of her voice (cold symptoms) when working with disopa. The symptoms were reported as not serious. The healthcare worker sought medical treatment and was diagnosed with vocal cord swelling (date unknown). It is unknown if the hcw received any treatment or medication. The healthcare worker wore gloves, goggles, mask and gown at the time of the event. It was suggested to them to use an active carbon mask. It was reported that there was a strong air fan behind each of the two endoclens-d automatic endoscope reprocessors (amano). Endoscopes are processed in the endoclens-d and other instruments are reported to be disinfected in a tray with disopa. The hcws stated that they will discontinue using the tray with solution. Other products in the endoscope room include formalin which is used to preserve samples and "other medications" which were not specified. Two aers (serial number unknown) at the hospital were reported to be functioning normally with no error. Note: this hcw started complaining of her symptoms after she heard about a co-worker in the facility who developed asthma (reference 2084725-2011-00046 manufacturer report).

Manufacturer narrative:
(B)(4): sore throat and hoarseness of voice and swelling of vocal cords.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for disopa solution for the problem related to respiratory reaction and allergic symptoms did not reveal a significant trend. Batch record review of disopa solution was not possible since the lot number was unknown. The fmea (failure mode effects analysis) score for user allergic symptoms and respiratory reaction is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed and the hazard/risk is none/negligible. There was no product returned for investigation. The lot number was not available for retain evaluation. The disopa solution is manufactured in (B)(4) and sold exclusively in (B)(4). Disopa is similar to cidex opa solution sold in the united states. From the information provided, the root cause of the symptoms cannot be determined. It is unknown if the hcw's symptom was a result of disopa, other chemicals in the room, or some other factors. Other products in the room include formalin which is used to preserve samples and other medications (not specified) were also present. According to the msds data sheet, formalin is a diluted formaldehyde solution and exposure (i.e. 10% solution) may cause upper respiratory conditions such as asthma. The hcw wore gloves, goggles, surgical mask and gown at the time of the event. Surgical masks are used to prevent fluid transfer and are not designed to protect the wearer from inhaling particles. It was recommended to the facility to use an active carbon mask to protect from chemical exposure. It was reported that the room was well ventilated, however, the facility is considering improving ventilation and/or establishing a new room for washing and disinfecting instruments. As stated in the cidex opa msds and IFU, exposure to cidex opa (same as disopa) may elicit an allergic reaction. Inhalation of vapor may cause asthma-like symptoms (chest discomfort and tightness, difficulty with breathing) as well as aggravate pre-existing asthma. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate pre-existing asthma or bronchitis condition. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The cidex opa IFU states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. When disinfecting devices, use gloves of appropriate type and length, eye protection and fluid-resistant gowns. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb opa from the air. It has been identified in the risk documents that respiratory reaction may be caused by inadequate ventilation, spills, splash, improper ppe, odor, leakage from aer, and uncovered trays.